Manufacturer narrative:
Hoveround has not been given access to evaluate the power wheelchair. A follow-up report will be submitted if additional information becomes available.

Event description:
It was reported by the end user's wife that while operating the power wheelchair, the end user fell.